Event description:
Customer called and stated the switch blew up and flames came out.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found: cord cut/burned strain relief, cracked switch case, bent/broken lead. Qc also found the cord has cuts and marks in it from an unk source. This tells us that the pad was not being properly used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue. A new jacketed cord design was launched in production on 03/10/2014 that closes (B)(4) pending a future eval of the effectiveness of the solution.